Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, false auto mode switch and noise reversions were observed on the lead via stored egms (electrograms). These events were also seen in previous follow up visits. The patient was stable and will continue to be followed up.

Event description:
New information received notes that no programming changes were made.